Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum and that a cartridge alarm 1 occurred. Reportedly, customer changed supplies and resumed insulin delivery. Customer's blood glucose level was 220 mg/dl.